Manufacturer narrative:
The insulin pump had no button error alarms noted. The device had no button response due to corroded keypad traces. Unable to test for excessive no delivery alarms due to no button response. The device had a cracked case at the display window corners, cracked reservoir tube lip, and cracked battery tube threads. No moisture damage noted on the electronic assembly or on the motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and no delivery alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 1150 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.